Manufacturer narrative:
(B)(6): d10: item # 51-116160, tprlc 133 mp type1 bm so 16.0, lot # 7560160. Item # unknown, unknown liner, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty. Subsequently, the patient was revised nearly one (1) month post implantation due to dislocation due to horizontal offset deficiency. The stem and head were explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h11. D10: item # 51-116160, tprlc 133 mp type1 bm so 16.0, lot # 7560160. Item # 010000937, g7 hi-wall e1 liner 36mm g, lot # 7554411. The products involved in the reported event were not returned for investigation; however, a picture was provided and reviewed which showed an explanted head and stem. There appears metal transfer to the head which may indicate a dislocation however this may also have been caused upon removal. The reported dislocation cannot be confirmed from the photograph. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination/s. One undated radiographs was provided and reviewed by a radiologist. The review identified a right total hip arthroplasty without definite hardware failure or loosening and no horizonal offset deficiency. Based on the available information, the reported dislocation due to horizonal offset deficiency cannot be confirmed however it is clear that the devices have been revised. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.